Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system and would not inject. There was no pt impact/injury associated with this event.